Event description:
The report received from our affiliate indicated that while dilatation of the superficial femoral artery, there was a balloon burst with (unk) atmospheres of pressure. The vessel was reported as probably not calcified and no tortuosity. Procedure was terminated by another (unk) balloon. There was no adverse effect on pt.

Manufacturer narrative:
This product will be returned for eval and testing. Additional info will be sent within 30 days upon receipt.